Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr)and restricted posterior leaflet for a mitraclip procedure. During the procedure of mitraclip (40924a1061; cds0706-xtw), imaging was challenging due to patient's cardiac anatomy. The clip opened past 5 degrees after deployment. A mitraclip (40927a1097; cds0706-xtw) was deployed. The clip had a single leaflet device attachment(slda) from anterior leaflet. A third nt mitraclip (40524a1060; cds0706-nt) was implanted to stabilize the slda. The mr was decreased to grade 2 post procedure. Patient is in stable condition. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported poor image resolution was challenge due to patient's cardiac anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.